Event description:
It was reported that the ablation catheter would not change its curve, so the physician tried to put the catheter in the zero position and attempted to remove it. Removal of the catheter was successful after it was finally put in the zero position. No patient complications were reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: mechanical wires were bent. A 90+ degree bend in the catheter was observed approximately 4.5 cm from the tip of the catheter. This bend was manually applied while the catheter was outside the body.